Event description:
Baxter IV pump was infusing blood product (prbcs) @ 150ml/hr with standard blood tubing. An alarm for "max air volume" occurred during transfusion. When the infusion was due to finish, the pump's programmed infusion was complete, but approximately 75 ml remained in the bag.